Event description:
During svc testing, the baxter repair rech reported an infusion pump with a failure code 810:11. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.